Manufacturer narrative:
A manufacturing device history record (DHR) review DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case by the lower left corner and the tube holders were cracked and the right plunger case was cracked. Primary audible background test found in pump event history log. During functional testing using the occlusion test, the reported issue of primary audible alarm background test was unable to be duplicated. The root cause was unable to be determined. The speakers were replaced as a preventive measure. A corrective and preventative action has been opened to address the reported issue. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the pump exhibited a primary audible alarm. No patient injury was reported.